Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned due to impedance more than 3000 ohms and high pacing threshold. This lead was also fractured, and anomalies were confirmed with in-clinic measurements. There were no adverse patient effects.